Event description:
A patient reported their dds observed a cracked tooth below the gum line, along with an infection during a routine check-up due to the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.